Event description:
Customer reported an issue with a5 anesthesia delivery system, which may have affected patient anesthesia. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of compensation (poppet) valve.